Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant, and stretching. Analyst commented, helix stretched and lead stretched. Helix was received extended and does not retract.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the physician tried to affix the implantable pacing lead (ipl) but the tip mechanism did not work. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.